Manufacturer narrative:
The investigation into the into the aic - purge disc/flag issues has been completed since the original report was filed. After reviewing the imc logs, the issues with the aic not being able to detect the purge disc was confirmed. The purge disc not detected alarm occurred during the purge case start wizard which aligns with what the clinical staff reported. Console was tested after arriving in fs. After visual inspection of the console, the reported purge disc not detected issue was determined to be caused by a broken purge.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a (B)(6) year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the aic (automated impella controller) doesn't recognize the purge disc and it won't purge the pump and will not change to the next screen. The aic was removed for service.